Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-dec-04. It was reported that the patient started falling face down all the time starting in the beginning of (B)(6)2019 and their right leg just got numb and they could not cross their legs. It was noted that the patient spent most of the summer at a rehab hospital trying to build up fine and large motor skills. On (B)(6) 2019, the patient was put in a physical therapy program and the patient spent (B)(6) 2019 to (B)(6) 2019 in the rehab hospital and "had it all" but was still falling. The patient's husband reportedly had to pick them up off the floor. It was noted that the fentanyl in the pump was very little and the patient was hurting every day. The patient reportedly used lidocaine patches when it got unbearable and wished they would crank the fentanyl up in the pump as the pain had been growing more intense. It was noted that the pump could be seen through clothing and that had been going on for "a while." The hcp reportedly told the patient to wear spanks and they had been doing that until (B)(6) 2019 when the hcp was to stitch the pump back. The patient did not know why the pump was put on their waist where their pants came up to.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported that there were no environmental/external/patient factors that caused the issue. Actions taken to resolve the issue included the patient wearing a restrictive garment ¿spanx¿ over it to hold it in place. The issue was resolved as the pump was surgically repositioned. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported that no causes were determined for the wound dehiscence. Further actions included the patient being told to wear sp anx, which she did. They ¿kept it from rolling around.¿ the issue was resolved, the pocket was revised to the patient¿s satisfaction. The patient weight was reported as (B)(6). There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-nov-07 regarding a patient receiving fentanyl and another unknown drug (doses and concentrations unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the pump had shifted in the pocket and the patient was not getting any help from the doctor's assistant at their healthcare provider's (hcp) office. It was noted that the pump had shifted to an awkward position. The doctor's assistant reportedly sent forms to the insurance company and the patient had called the insurance company directly, but the insurance informed the patient that they needed to go through the manufacturer before the surgery could be approved. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient was following up on the process of moving the revision authorization process along. It was further reported the "top of pump had come unstitched and was protruding way out, especially when I sit down and when I stand up I'm not careful or forget the chair arm catches on it and the pain sends me in to orbit." The request was still pending. It was also reported the patient had multiple sclerosis (ms) and it took her much longer to recover from any type of operation. No further complications were reported.